Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon deployment of the aortic body stent graft, the contralateral leg of the aorticy body graft appeared compressed in the presence of significant infrarenal aortic angulation and narrowing. The physician experienced difficulties to cannulating the contralateral leg of the aortic body stent graft. The patent was converted to aorta-uni iliac with a fem-fem bypass. As of the date of this report, there have been no additional patient sequelae reported.